Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor was unable to be interrogated via bluetooth telemetry. No intervention was performed. The patient experienced no consequences and will continue to be monitored.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor was unable to be interrogated. No intervention was performed. The patient experienced no consequences and will continue to be monitored.